Event description:
It was reported a patient experienced an umbilical hernia coincident with automated peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was hospitalized for the event. The hernia was diagnosed after the start of pd therapy. On an unknown date the hernia was surgically repaired. It was unknown if pd therapy worsened the hernia. At the time of this report the patient was recovered from this hernia event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.